Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bend in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The core wire was kinked 13cm and 14cm from the yellow tab and at the proximal end of the septum on the t-lock extension set. The yellow tab was positioned approximately 16.5cm from the proximal end of the septum on the t-lock extension set. The polyimide tubing was curved along its length due to bends in the polyimide tubing. The polyimide tubing exhibited a sharp kink 5cm from the distal tip of the stylet. A microscopic examination revealed that the polyimide tubing and core wire were intact. The bends in the polyimide tubing were positioned between magnets. It was reported that the stylet was found curved/bent after insertion. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redp1391 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1391) have been reported from the same facility.

Event description:
It was reported that after PICC insertion 3cg wire inspected and found to be curved/bent, almost fractured.